Manufacturer narrative:
H.6. Type of investigation code b15: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ two images submitted for evaluation. Images cannot be manipulated in any way. Image 2 illustrates an aortic extender proximal to the previously implanted device. Unable to confirm the presence of an endoleak or migration with available images. Added code b15, and updated additional manufacturer narrative with results of imaging evaluation.

Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, device migration and aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2011, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After the initial procedure, the patient was followed up at another hospital and aneurysm enlargement was noted; however, he refused further treatment and the aneurysm enlargement was left as it was. Eventually, the aneurysm size reached 10 cm, and the patient visited the reporting hospital. A plain CT scan showed distal migration of the trunk-ipsilateral leg component. The patient was explained about the treatment again and agreed to receiving endovascular repair. On (B)(6) 2024, a reintervention was performed. An angiography showed distal migration of the device but no obvious endoleak was found. An additional aortic extender was deployed proximal to the previous device. The patient tolerated the procedure.